Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, non conformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the indigo aspiration system include, but are not limited to, distal embolization, kidney damage from contrast media, hematoma or hemorrhage at access site, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. (B)(4). This report is associated with MFR report number: 3005168196-2020-01166.

Event description:
Penumbra inc. Became aware on 15-jul-2020 during its post-market surveillance activities of a journal article titled, "single-center experience with indigo aspiration thrombectomy for acute lower limb ischemia." (Lopez et al., 2020). It was reported that 41 patients underwent 43 thrombectomy procedures involving indigo system aspiration catheter 3 (cat3) and indigo system aspiration catheter 5 (cat5). All data were collected from a single-center retrospective review between 2014 and 2017. Among all patients, five experienced adverse events including: intraoperative distal embolization, acute kidney injury, spontaneous calf hematoma, large hematoma, and compartment syndrome. There is no allegation within the article that a malfunction of the indigo system occurred. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints. Therefore, this report addresses all adverse events within this literature.